Manufacturer narrative:
This medwatch report is related to another medwatch report filed to address the same event on a different day: medwatch report number 2050012-2011-03755.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant glucm (glucose) results for two (2) patient samples on their unicel dxc 600i synchron chemistry analyzer. The patient results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results for glucm for the last month have sporadically been below two (2) standard deviations from the established mean. Quality control results were outside of the established range following this event. A field service engineer (fse) was dispatched to the customer's site. The fse observed that the modular chemistry sample syringe was sticky and was difficult to move. In addition, the fse observed that the modular chemistry sample probe had gel on the inside. The fse replaced both parts and verified analyzer performance per established procedures. The customer was advised on proper sample handling.